Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The complaint states that the procedure was a venogram. The directions for use states: ¿the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus." (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-06382. It was reported that balloon rupture occurred. An 18-4/5.8/75cm xxl¿ esophageal balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured. A 18-6/5.8/75cm xxl¿ esophageal was advanced for dilatation; however, upon inflation the balloon also ruptured. The procedure was completed with a different device. No patient complications were reported and the patients status was fine.